Event description:
A journal article was reviewed which contained information regarding these lead models. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes were referenced in the article, with no specific lead model indications. The failure modes were noted as: ¿lead failure," connector issue, inappropriate shocks, lead-lead interaction, t-wave oversensing (twos), oversensing/noise, impedance spikes/electrocardiogram spikes, and vt/vf arrhythmias. The information obtained to include in the article came from the lead integrity alert (lia) trigger data information, manufacturer's complaint databases, available clinical records, and returned/analyzed leads. It appears that the majority of the leads have been capped/abandoned/explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Possible models could include the sprint fidelis (6930, 6931, 6948, 6949; the following recall notifications: 6930 z-0067-2008; 6931 z-0068-2008; 6948 z-0069-2008; 6949 z-0070-2008). Multiple manufactures were referenced in the article. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads. Circulation. Arrhythmia and electrophysiology. 2013. (B)(4).